Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support stating that a connector had broken and could not be removed from the pump. Guidance was provided to use a small, flat, non-slip item to assist with removing the broken connector. The patient reported being in a hotel and planned to request an appropriate item from the front desk and to call back if they were unable to remove the connector. Blood glucose levels were reported as unaffected during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.